Event description:
It was reported that the right ventricular (rv) lead had no capture resulting in the patient feeling dizzy, nauseous, and fatigued. The rv lead was capped and a new lead was implanted successfully. The patient addressed concerns with the use of medical adhesive to close the implant wound vs sutures but was assured that it was a normal routine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574-53 lead (B)(6) 2003. (B)(4).